Manufacturer narrative:
Device was not available for eval. Device lot number was unk. The device history records for three potential lots were reviewed and no out of specification conditions were noted.

Event description:
Guide wire reportedly unraveled and broke. A piece of wire was left in the pt's skin. No pt complications were reported. No additional info was available.